Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the handpiece did not have phacoemulsification during a surgical procedure. The handpiece was exchanged to complete the procedure with no harm to the patient.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, a phaco handpiece was returned for evaluation. The handpiece was manufactured on march 26, 2015. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece received for evaluation. A visual assessment of the returned sample showed no obvious nonconformities. The sample handpiece was connected to a calibrated (B)(4) vision system for priming and tuning. The handpiece passed tune. The handpiece was functionally tested at 100% phaco and torsional power for 5 minutes. The handpiece generated both phaco and torsional power during test. The handpiece was then tested on the dynamic tuning fixture (dtf) for stroke testing on both ultrasound and torsional movements to manufacturing specification. Functionally the handpiece passed all tests within stroke specifications. A review of the data indicates there were 39 procedures performed with this hp. The last recorded data displayed no recent tuning issues. Refer to the attached investigation log and dtf data sheet. The handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).